Event description:
Patient died in fire and that the co's equipment may be involved. No documentation received to date confirming allegations. It was also reported that patient was diagnosed with chronic obstructive pulmonary disease. It was also reported that they smoked more than 1 pack of cigarettes a day.